Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for use, the high flow insufflation unit lost power midway. According to the initial reporter, the mode selection switch was flashing, but the unit would not power back up. There were no reports of patient harm associated with this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.